Event description:
It was reported that it was incidentally identified on CT images two months ago that one filter leg was extending approx 2 cm outside the caval wall and the filter foot was very close to a spinal artery. Based on the images, it could not be determined if the filter foot was wrapped around the artery. The physician is evaluating the course of action, as reportedly, the filter is no longer needed. The pt was reported to be asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter remains implanted; therefore, it is not available for eval. The event investigation is currently underway.